Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited adhesive peeling around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the investigation results, the glue of the objective lens peeled off was unable to be specified, since the actual item was not sent to the manufacture business center. Presumably, the event was caused by external factors, or handling of the device. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: " the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event.¿ olympus will continue to monitor the field performance for this device.